Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.

Event description:
Two bd q-syte devices were attached to a stopcock for heparine lock. A 20cc luer lock syringe was attached to one of the bd q-syte devices. The user withdrew the plunger to check for no clogging in the line before beginning the infusion of the anti-cancer agent. A 6cc of air was then introduced into the syringe and extension tubing. The user suspected the connection between the syringe and bd q-syte device and tried to tighten them. The connection kept slipping. After removing the air in the line, the user changed to a new bd q-syte device. There was no harm to the pt as a result of this incident.